Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a broken cable was noted on the force bipolar instrument. There is no allegation of a fragment falling inside the patient. No x-rays was performed. The procedure was completed with no reported injury.